Event description:
Rehab pt on day of discharge was transferring from a wheelchair he had rented for home use. According to family, wheelchair moved and pt fell, fracturing his hip requiring surgical intervention.